Event description:
It was reported that this lead and a non-boston scientific device was explanted due to infection. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported.

Manufacturer narrative:
Received additional information there was no allegation of malfunction and the infection was not lead related. The explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this lead and a non-boston scientific device was explanted due to infection. This is all the information provided, and additional information has been requested. Received additional information there was no allegation of malfunction and the infection was not lead related. The explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.